Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). A revision surgery was performed in which a new cuff was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient experience atrophy leading to the revision surgery. During the procedure only the cuff was removed. There were no issues associated with the explanted cuff. The patient did not experience any additional adverse events and was said to be currently okay. No more information available at the moment. Should additional information become available, it will be provided.